Manufacturer narrative:
Concomitant medical products: product ID: 8637-40, serial# (B)(4), implanted: (B)(6) 2013, product type: pump. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: accessory. (B)(4).

Event description:
It was reported the patient had a "slow onset of increased spasms when transferred". A catheter break was suspected. X-rays were performed and found the catheter was at an "odd angle" and it did not appear to be intact. The catheter was replaced and disposed of. The event resolved without sequelae. The pump was used to deliver lioresal.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer. The catheter was kinked. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare professional (hcp) on 2017-nov-22 reported the patient was not accessed in office. A sooner appointment was offered and the patient declined. A prescription for oral baclofen was called in as requested. The patient was not seen in office, but the patient's previous weight was (B)(6) kg. Relevant medical history included hypertension, respiratory failure, quadriplegia, spasticity, and carcinoma of prostate. No further complications were reported/anticipated.